Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was extended and tissue was noted at the base around helix. Dried blood was found in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that this lead displayed high thresholds. The patient was seen for a revision procedure where the lead was attempted to be repositioned but the helix was unable to be retracted. The lead was explanted. There were no adverse patient effects reported.